Event description:
On 7/31/2025, the beta bionics ilet user contacted support for assistance with a supply change while using a convatec contact detach infusion set. During the fill tubing step, the user received an "unable to proceed" alert. The user was guided through the supply change process. The supply change was completed, and insulin delivery resumed. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.